Manufacturer narrative:
(B)(4).

Event description:
Additional information was received by the health care professional (hcp) indicating that the infection in the blood was not related to the device or therapy. The patient had been hospitalized on (B)(6) 2015 for vascular surgery. It was confirmed to be unrelated to the spinal cord stimulator therapy. If additional information is received, a follow-up report will be sent.

Event description:
The patient was in the ICU for 17 days due to vascular surgery on (B)(6) 2015 and was sick afterwards. A couple weeks later the patient was back in the hospital. The patient has an infection in his blood and pneumonia in the left lung; this started after the vascular surgery. The patient was home for a few days and then developed a fever of 103 and an ambulance had to be called. The incisions in the legs were swollen, and a vascular surgeon was coming to look at those. The patient has had CT scans, ultrasounds, x-rays, and they don¿t know where this is coming from. The reporter was wondering if the transmitter could have caused the infections in his body, because they can¿t figure out what is wrong with the patient. An infectious disease specialist has been called in to see the patient. The outcome remains unknown at this time. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Upon further review and previously reported information indicating that the vascular surgery and blood infection were not related to the device or therapy, the following patient codes have been removed: (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97791, lot# n493389, implanted: (B)(6) 2014, product type: accessory. (B)(4).